Event description:
Reporter alleged patients# blood glucose measured 66 mg/dl compared to a lab measurement of 23 mg/dl when testing was performed 10 mins apart. Reporter stated pt was treated with 1/2 ampule of d50 as a result. No other actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.